Event description:
It was reported that insufficient ice occurred and the procedure was terminated. A visual-ice cryoablation system was used in conjunction with three cryoablation needles. The needles were tested prior to the procedure and found to function correctly. The needles were then introduced into the patient and were started with a 20% cycle, the ice ball was perfectly formed during the cooling phase and in the resting period the size was reduced. The same was done at 50% and 75% with the same result. Upon increasing to 100% of the cooling cycle, it is seen that the cooling started but was not maintained, not hearing the gas flow in a continuous way. The procedure was terminated. There were no patient consequences and the patient was discharged from the hospital 3 hours later.